Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was nonresponsive and the screen would only illuminate while on the charger, with repeated alerts to restart and persistent disconnections from both the mobile app and the patient¿s fsl3+ sensor despite restarts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included collection and review of a video demonstrating the malfunction and assessment through troubleshooting, including device restarts. Investigation of this case revealed a malfunction consistent with cap touch communication issues and restart alarms that prevented normal device operation and connectivity. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface and communication subsystem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.